Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) after case completion and reported that the instrument stopped working during suturing. The caller informed that staff had to replace the needle driver 4x due to the gray disc on the bottom popping off. The tse reviewed logs and noted multiple needle driver engagement 22020 errors on universal surgical manipulator 2 (usm2). The caller informed that all broken pieces were retrieved. The tse questioned if any pieces fell into the sterile field, and the caller noted that one piece fell onto the patient¿s groin but was thrown into the trash. The caller reported no injury to the patient. The caller is requesting for the field service engineer (fse) to follow up and further investigate. The procedure was completed with no reported patient injury. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information from the customer concerning the reported event with no success. However, no further details have been obtained as of the date of this report.

Manufacturer narrative:
An isi field service engineer (fse) has been dispatched to investigate the reported event. The fse ran diagnosis on the system, friction test, performed grip calibration, inspected defective instruments, inspected good instruments, evaluated sterile processing department (spd) water filters, sink condition, process for cleaning and proper detergent ratios. Fse sat in on the case and was able to see the system actually have a defective failure on 2 different fenestrated bipolar instruments sn (B)(4) and (B)(4) and fse has asked that they send the instruments to RMA. Fse also has requested that the spd make a visit to the site to help evaluate the situation to help determine the root cause. Fse was unable to find anything wrong with the system. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report. Verification of the event details via system logs cannot be performed at this time because there is insufficient product information including the lot number. A review of the site's system logs for the reported procedure date was conducted by the tse. Investigation revealed the following possible related system errors: 22020 - installed large needle driver failed to engage on usm2 (grip axis failed to engage) this complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional evaluation of this event was performed. The initial allegation from the customer was of "a gray disc on the bottom popping off" of the large needle driver instrument. Based on the description of the issue, the customer was referring to the input disk of the instrument which is on the housing, the proximal end of the instrument that does not go inside the patient's anatomy. In addition, the customer noted that a piece fell onto the patient, not inside the anatomy as a result of the instrument issue. There is no likelihood of a fragment falling inside the patient based on the failure that was reported.